Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k093745.

Manufacturer narrative:
Follow-up # 1 (09/07/2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6), 2011 the test strips involved in this case failed testing. On performance testing with control solution error 4 was observed. Therefore, the complaint is confirmed. The meter and test strip vial were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(4) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient in (B)(6) contacted lifescan to report the one touch verio meter was giving the error 4 error message. The patient's testing technique was correct and the test strips were in good condition. The issue was not resolved. The patient suffered no injury due to this issue. The meter and test strips were replaced.